Event description:
In 2005, the physician successfully performed closure of an arteriotomy site with the perclose proglide device following a diagnostic procedure. Fluoroscopy was performed prior to the closure with the following findings: vessel size was "greater than five (5) mm;" the site was confirmed to be in the right common femoral artery and there was "no disease present." The closure was performed without any issues; however, there was "no mention of reprepping the site or change of gloves." A sterile dressing was applied to the site and the pt was transferred to the post catheterization holding area. Per the physician's orders, a c-clamp was applied over the sterile dressing for thirty (30) minutes with "light, finger-like pressure." The pt was then transferred to an outpatient room and later discharged home with no complications. On an unknown date, the pt returned to the physician's office with "signs of infection." The pt was started on unspecified antibiotics and admitted to the hospital for an incision and drainage of the groin. It is unknown if wound cultures were obtained. Reportedly, the pt "did well" during the surgical procedure and was discharged home on an unknown date with unspecified antibiotics.